Event description:
It was reported by svc report that the bed did not have any power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - loose power prong on power cord.